Manufacturer narrative:
A stryker field technician evaluated the customers device and was unable to duplicate the reported issue. The electronic record was downloaded and reviewed. The reported issue was verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device was used to provide shock to the patient, however the patient did not appear to have received a shock when delivered. The electronic record was reviewed and it was observed that 'abnormal shock' message was displayed. A back up device was available and was used to continue patient care. In this state, defibrillation therapy may not have been available, if needed. There were no reports of harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was used to provide shock to the patient, however the patient did not appear to have received a shock when delivered. The electronic record was reviewed and it was observed that 'abnormal shock' message was displayed. A back up device was available and was used to continue patient care. In this state, defibrillation therapy may not have been available, if needed. There were no reports of harm to the patient as a result of the reported event.